Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear, and inner liner damage due to the trunnion articulating against the liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
It was reported that the patient's right hip was revised due to head dissociation and suspected elevated ion levels. Intra-operatively, the following were noted: black fluid and tissue, excessive trunnion wear, and inner liner damage due to the trunnion articulating against the liner.

Manufacturer narrative:
Reported event: an event regarding disassociation and abnormal ion level involving an unknown accolade stem was reported. The event of disassociation was confirmed via clinician review of the provided medical records. Abnormal ion level was not confirmed. Method & results: -device evaluation and results: no product was returned for evaluation however a photograph was provided for review. The photograph shows a recently explanted stem. Dark tissue is visible on the body of stem. The trunnion of the stem is worn/damaged. -clinician review: a review of the provided medical records by a clinical consultant indicated: this reports the failure of a hip arthroplasty due to trunnionosis and head disassociation with typical associated local findings. As noted above, causes are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event took place since I was able to review the x-rays showing the severe damage to the trunnion with disassociation. I cannot identify with certainty the root cause of the event since causesare multifactorial. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the event of disassociation was confirmed via clinician review of the provided medical records. Abnormal ion level was not confirmed. A review of the provided medical records by a clinical consultant. This reports the failure of a hip arthroplasty due to trunnionosis and head disassociation with typical associated local findings. As noted above, causes are multifactorial including surgical technique, patient factors and implant factors. I can confirm that the event took place since I was able to review the x-rays showing the severe damage to the trunnion with disassociation. I cannot identify with certainty the root cause of the event since causes are multifactorial. Further information such as pathology reports are required to complete the investigation to complete a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.